Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when patient presented for follow up, the device could not be interrogated using inductive or rf telemetry. Multiple programmers were used and were not successful. A shielded wand was later used on a different programmer and communication was established. The device was able to be interrogated with the original programmer after that using inductive and rf telemetry. The device remains implanted.